Event description:
It was reported that the device had a defective keyboard. It is unknown if there was patient involvement. Device evaluation revealed a damaged downstream occlusion seal.

Manufacturer narrative:
E1: initial reporter's phone number: (B)(6). H3: one device was received for analysis. Review of the event history log showed high alarm displayed: downstream occlusion. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection found worn out/defect keypad, damaged/severe bubbling downstream occlusion (dso) seal, broken battery compartment, and worn-out power on button. The cause of the reported event is due to the keypad. The keypad, downstream occlusion(dso) seal, and dso sensor were all replaced.